Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide when an unrecoverable alarm occurs. The cartridge was not available for evaluation. The exact cause of the alarm cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An effluent pressure decreasing alarm occurred toward the end of a routine hemodialysis treatment, followed by an unk system alarm. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.